Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold due to lead dislodgement which confirmed through x-ray. This lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.